Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the stenting of the basilar artery (ba), the stent (subject device) could not be deployed at the lesion. When the physician withdrew the stent into the delivery sheath, the stent partially deployed. The procedure was successfully completed with another stent; there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Expiration date - added. Product available to stryker - device received, updated to yes. Device evaluated by mfg - updated. Manufacturing date - added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the device found the stent was deployed and deformed upon return; functional testing could not be performed due to the deployed state of returned device. Information provided in the complaint indicated basilar artery (ba) stenosis over 90%. Based on available information and investigation results, it is probable that the high percentage of stenosis caused the reported stent difficulty deploying and partial deployment, as well as the damage noted to the device upon return. As such, an assignable cause of operational context was assigned to this investigation.

Event description:
It was reported that during the stenting of the basilar artery (ba), the stent (subject device) could not be deployed at the lesion. When the physician withdrew the stent into the delivery sheath, the stent partially deployed. The procedure was successfully completed with another stent; there was no adverse consequence to the patient as a result of this event.